Event description:
A caller reported a tandem mobi cartridge alarm indicating an issue with the pump. The customer's blood glucose level did not exceed 500 mg/dl, which is within a normal range. The resolution involved technical support replacing the pump, with the customer receiving a device with updated software. The customer understood the instructions for putting the malfunctioning pump into storage mode prior to returning it and acknowledged the steps needed upon receiving the replacement. Additionally, the customer planned to use multiple daily injections (mdi) as a backup insulin therapy during the transition.